Manufacturer narrative:
Complaint no: (B)(4). The device was returned and an evaluation is complete. Internal and external inspection was performed and no evidence of burn, smoke or fire was found. Functional testing, electrical safety testing, calibration and simulated therapy were performed with no issues noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice device emitted a burning odor. The patient was not connected at the time of the event. The nurse was assisting with setting up the device and stated that they heard "sparking" and noticed a burning odor. The hc was plugged into a household extension cord. The caregiver was advised to use an upgraded extension cord or plug the hc directly into a wall outlet. No patient injury or medical intervention was reported. No additional information is available.